Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record d46961 (production date 23-jan-2015 and expiration date 28-jan-2018) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Headache may occur following the essure placement procedure. Considering that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of headache ("headaches") in a (B)(6) female patient who had essure (batch no. D46961) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dizziness ("dizziness"), neuralgia ("nerve pain") and amnesia ("loss of memory"). The patient was treated with surgery (salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the headache, fatigue, dizziness, neuralgia and amnesia had resolved. The reporter provided no causality assessment for amnesia, dizziness, fatigue, headache and neuralgia with essure. The reporter commented: unilateral insertion because had a salpingectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2017 for the following meddra preferred term: headache. The analysis in the global safety database revealed 71 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record d46961 (production date 23-jan-2015 and expiration date 28-jan-2018) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-may-2017: no further information could be obtained from reporter. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Headache may occur following the essure placement procedure. Considering that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of headache ("headaches") in a (B)(6) female patient who received essure (batch no. D46961). The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced headache (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), dizziness ("dizziness"), neuralgia ("nerve pain") and amnesia ("loss of memory"). The patient was treated with surgery (salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the headache, fatigue, dizziness, neuralgia and amnesia had resolved. The reporter provided no causality assessment for headache, fatigue, dizziness, neuralgia and amnesia with essure. The reporter commented: unilateral insertion because had a salpingectomy. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Headache may occur following the essure placement procedure. Considering that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.